Manufacturer narrative:
Plant investigation: the device was nor returned to the plant for analysis. The serial number is unknown. A review of the serial number history could not be performed.

Event description:
It was reported a peritoneal dialysis patient was hospitalized in february due to overfill. The details of the hospitalization are unknown as the hospital discharge summary is not available. Upon follow-up the peritoneal dialysis nurse reported the event was not related to pd therapy. The patient had concomitant chronic constipation with issues draining pd effluent which was believed to be causally associated with the reported overfill event. Additionally, the patient also was non-compliant with his diet and gained an unknown amount of weight during that time. The patient was discharged in a stable condition.

Manufacturer narrative:
Added clinical conclusion clinical investigation: based on information available, the patient¿s hospitalization for overfill is most likely associated with chronic constipation and patient non-compliance with diet. Constipation is a well-known complication in peritoneal dialysis patients that can lead to poor drain flow. (Guest, 2014) therefore, the patient¿s chronic constipation most likely led to issues with draining pd effluent. Due to the known risk of overfill with ¿m-65 scale reading error¿ alarm in patients with slow drains a possible contributory relationship can not be excluded. However, at this time ccpd treatment data is not available for clinical review to determine the patient received any ¿m-65 scale reading error¿ alarms that may have led to an overfill event.